Event description:
Treatment of an aneurysm. On (B)(6) 2014, the patient underwent pipeline embolization treatment involving two pipelines. During the procedure, it was reported the first pipeline 3.25mm x 16mm was successfully delivered in a typical fashion; however, the treating physician decided to implant a second pipeline due to continued aneurysm filling. The second pipeline (4mm x 14mm) was advanced to the landing zone, but it could not be released from the capture coil. The physician continued to deliver the device and bump the capture coil loose by advancing the marksman catheter over the delivery wire. This maneuver helped push off the capture coil from the pipeline; however, it caused the pushwire break between the two bumpers. A 2mm snare was used to successfully retrieve the broken wire tip without issues. The second pipeline was successfully planted and catheter, broken tip wire, and pushwire were all removed from the patient. The patient was reported to be discharged the following friday. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pushwire, codman catheter, and snare were returned for evaluation without the pipeline as it was implanted in the patient. The pushwire was found to be broken at 185.5cm from the proximal end. The evaluation of the pushwire could not determine the cause of the event; however, the capture coil was found to be damaged and may have contributed to the reported event. Cross sectional analysis of the break surfaces indicated that the failure mode of the pushwire was consistent with torsional overload. (B)(4).